Event description:
It was reported post op a adjustable gastric band, there was a leakage in the port housing. Two months post op, the pt experienced pain around the injection port. Three months post op, the aspiration and the filling through the port was not possible and the radiography showed no leakage. However, a scanography showed a leakage in the first centimeter of the catheter. The surgeon decided to make a surgery around the injection port under local anesthesia. The leakage was not found. After this intervention, the surgeon decided to fill the band with lomeron 350 (active principle: iomeprol). This solution is more thick so since this use, no leakage was found.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.